Event description:
The customer reported via phone call that he had a serter issues on the insulin pump. Customer's blood glucose was 576 mg/dl. The customer was treated with insulin pump. The customer stated that the serter is not working right and only one side would release. Customer was advised that we would replaced the serter and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.